Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the cr8850, concept grafix coring reamer 10mm, was being used on (B)(6) 2021 during an acl procedure when it was reported ¿the coring reamer centering plastic piece became un-centered and allowed the end of the reamer to hit the guide pin causing the end to flare out which caused it to bore a larger hole than the size of the reamer. We were not sure if what happened was necessarily due to the product failing or if it was due to the surgeon not guiding the drill straight on the guide pin and hitting the guide pin towards the end of drilling the tibial tunnel.¿ the procedure was completed using a genesys maxtrix screw and there was no delay reported in the procedure. Further assessment questioning found that there was no report of medical intervention or hospitalization required for the patient. The current status of the patient is unknown. This report is being raised on the basis of injury due to large hole in the tibia.

Event description:
The sales representative reported on behalf of the customer that the cr8850, concept grafix coring reamer 10mm, was being used on 13apr21 during an acl procedure when it was reported ¿the coring reamer centering plastic piece became un-centered and allowed the end of the reamer to hit the guide pin causing the end to flare out which caused it to bore a larger hole than the size of the reamer. We were not sure if what happened was necessarily due to the product failing or if it was due to the surgeon not guiding the drill straight on the guide pin and hitting the guide pin towards the end of drilling the tibial tunnel.¿ the procedure was completed using a genesys maxtrix screw and there was no delay reported in the procedure. Further assessment questioning found that there was no report of medical intervention or hospitalization required for the patient. The current status of the patient is unknown. This report is being raised on the basis of injury due to large hole in the tibia.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿coring reamer centering plastic piece became un-centered and allowed the end of the reamer to hit the guide pin causing the end to flare out¿ was confirmed based on photographic evidence. The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. A two-year lot history review cannot be conducted as no lot number was provided. A device history record cannot not be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame 828 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: care should be exercised in the use of the powered instrument to minimize side or bending loads to the coring reamers which may cause them to break. Excessive forward pressure should be avoided to prevent divergence of the coring reamer, and to minimize the potential for thermal necrosis of the bone. Avoid misalignment of the coring reamer to the guide pin. Failure to do so can cause the coring reamer to come in contact with the guide pin while drilling which may damage the coring reamer or guide pin, and may cause widening of the bone tunnel. This issue will continue to be monitored through the complaint system to assure patient safety.